Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged intermittent power issue. It was reported that the battery compartment was cracked. In addition, the reporter alleged moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed one pump reboot. The battery compartment was found to be cracked from the threads down to the case seal on the side. No battery cap was returned and a test cap was used and was able to fit the pump. There was moisture contamination observed in the battery canister. A leak test failed due to a battery compartment leak. The pump was able to power up to the verification screen. The pump was exercised for 24 hours with no power interruptions occurring. The ¿power¿ complaint was unable to be duplicated during the investigation. The pump¿s cover was removed and there was further moisture ingress found to the printed circuit board. There was no intermittent condition found to the power printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.